Event description:
During the procedure, two carotid stents were successfully deployed in the left internal carotid. As the procedure concluded, the doctor attempted to retrieve the rx accunet embolic protection system as is protocol. The retrieval catheter was advanced to the position of the protection filter and the doctor attempted to slide the filter into the retrieval catheter. The filter did not collapse for retrieval as intended. When the doctor tried to pull the filter into the retrieval catheter a second time, the filter snagged on one of the struts of the deployed stent and pulled the stent, with the filter still attached, down in the common carotid. When the doctor made one last attempt to retrieve the filter, the filter broke off the wire and remained lodged in the left common carotid. The patient was transferred for emergent surgery for removal. No further complication and patient discharge home next day.